Event description:
After suctioning ett [endotracheal tube] during cares, the ventilator started alarming 100% leak. Patient did not show any signs of distress, upon inspecting connections and the tubing a small hole was noted in the tubing. Manufacturer response for heater, breathing system w/wo controller (not humidifier or nebulizer, fisher paykel healthcare (per site reporter). Waiting for their response.